Manufacturer narrative:
One sample and three photos were provided to our quality team for investigation. A visual inspection was performed. There is an extra needle attached to the needle hub which comes out of at the bottom of the plastic shield and needle hub. Based on the investigation and with the sample analysis the symptom reported is confirmed. It could be possible that a jam occurred at the cannulator inducing the symptom reported and not detected in the next processes. Furthermore, a device history record review was completed for provided lot number 4285472. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material #: 305916 batch#: 4285472. It was reported that the bd safetyglide needle was defective - other. The following information was provided by the initial reporter: rcc received a complaint via email. Have a defective product in hand and would like to know what the procedure is. There a pictures attached to show you the item and the safety concern. Product number - 305916 lot number - 4285472. Additional information provided by customer: 1. Needle is protruding from base and packaging. 2. Notified on (B)(6) by nurse manager. 3. Do not have specific date. According to nurse manager found during her absence which would be week of (B)(6). 4. Sample has been returned, expected to arrive today. Please send label for return.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.